Manufacturer narrative:
Article citation: wiley, alynna j. Et al. Open, complex abdominal wall reconstruction with synthetic versus biologic mesh: outcomes with a minimum of 5-year follow-up. Surgery, volume 0, issue 0, 109961 doi: 10.1016/j.surg.2025.109961. These events are being reported as serious injuries due to the reported re-herniation, wound infection, seroma, cellulitis, and wound healing issues which required medical intervention. These are known potential adverse events addressed in the product labeling. The lot(s) associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Further information from the corresponding author regarding event, product, and patient details has been requested. No additional information is available at this time. If additional information is made available, a supplemental report will be submitted.

Event description:
On 12/15/2025, abbvie became aware of a literature article titled, ¿open, complex abdominal wall reconstruction with synthetic versus biologic mesh: outcomes with a minimum of 5-year follow-up¿. The literature indicated that strattice was used in 67 patients and alloderm was used in 3 patients. Despite only 9 non-strattice biologic mesh cases, 50% of the recurrences involved the use of other biologic meshes. The authors report the following complications in the biologic mesh group, which included both strattice and alloderm, but do not specify which complications are attributed to each product: wound breakdown = 9, wound cellulitis = 3, wound infection = 11, seroma requiring intervention = 11. Hematoma = 8, mesh infections = 2, hernia recurrence = 7. The lot number (s) associated with this complaint was not reported. This report captures the potential complications which may have occurred to patients implanted with strattice.